Event description:
The customer reported that the c-arm rotation was defective and the pin dowel was broken. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep repaired the drive. The system operates as intended. (B) (4) - pin dowel.